Event description:
Overdelivery due to operator error reported: the pump was programmed to infuse dilaudid (1 mg/ml) at a continuous rate plus pca. The prescription was written to allow for titration as needed for effective pain control. The prescription parameters ranged from 0.1mg to 0.5mg/hr and a pca from 0.1mg to 0.2mg with a 10 minute lockout. The specific prescription parameters at the time of the event were unknown by the customer contact. It was reported that prior to surgery, the pt was found unresponsive with a respiration rate of 6 breaths/minute. Narcan (dosage unk) was administered ivp and o2 at 100% per mask was applied to pt. After the narcan, the respiration rate returned to within acceptable limits. After the pt recovered, the pt was taken to surgery for repair of a ruptured diverticulum. The customer contact stated that "an internal investigation of the event revealed that overdelivery was related to operator error in programming. The pt received 20.0mg within a 6 hour timeframe. The nurse reported that the pump would not allow her to program the 5.0mg 4 hour limit". Though requested, there was no additional info available.